Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a hawkone h1-m device with a non-medtronic 7fr sheath and 0.014 guidewire during treatment of a 100mm calcified 60-70% stenotic lesion in the patient¿s right proximal superficial femoral artery (sfa) of diameter 5-6mm. No tortuosity but severe calcification was reported. No embolic protection was used. The IFU was followed during preparation, procedure and post procedure and the device was prepped without issue. The vessel was pre-dilated. The first device intended to be used to pre-dilate the lesion was unable to cross the lesion. A non-medtronic balloon succeeded in crossing the lesion and pre-dilation was performed. It was reported that moderate resistance was felt during initial advancement. It was reported that the nosecone detached from the device and was left on the wire in the distal cfa/proximal sfa. This occurred after the second insertion. The physician attempted to snare the nosecone without success. An endarterectomy was performed to successfully remove the nosecone. The patient is reported to be doing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: detachment occurred due to 5.9cm of the device becoming lodged on calcium. No resistance was experienced during withdrawal of the device, resistance was felt during insertion. The cutter driver and thumbswitch remained working during the procedure. The cutter was not exposed on the device and was in the off position when removed from the patient. The cutter appeared to be stuck in the nosecone. No deformation was noted in the cutter post removal from the patient. The patient is recovering well from surgery. If information is provided in the future, a supplemental report will be issued.